Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
The diamondback exchangeable orbital atherectomy device (oad) was selected for a patient who had a planned transmetatarsal amputation (tma) immediately following the orbital atherectomy procedure. The oad was used to perform three treatment passes and during the removal process became stuck in the vessel and was unable to be removed. Glideassist mode was activated however the oad could not be removed. The patient was transferred to the operating room that was already prepped for the tma and an incision was made slightly above where the tma was to be performed to surgically remove the oad. The patient was stable following the procedure.

Event description:
The diamondback exchangeable orbital atherectomy device (oad) was selected for a patient who had a planned transmetatarsal amputation (tma) immediately following the orbital atherectomy procedure. The oad was used to perform three treatment passes and during the removal process became stuck in the vessel and was unable to be removed. Glideassist mode was activated however the oad could not be removed. The patient was transferred to the operating room that was already prepped for the tma and an incision was made slightly above where the tma was to be performed to surgically remove the oad. The patient was stable following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).